Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, there was hardware failure. The customer reported that the malfunction occurred while trying to pull medication from the drawer, however no delay was reported. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, there was hardware failure. The customer reported that the malfunction occurred while trying to pull medication from the drawer, however no delay was reported. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a technical support specialist confirmed that field service engineer had been dispatched. The case was closed as per the email received from a customer at (B)(4) support. The system functioned as intended after the field service engineer repaired the device.